Event description:
Co is experiencing unusually low platelet levels following cardiopulmonary bypass. The result of this has been bleeding complication in the post-op time frame, requiring large platelet transfusion to pt.